Event description:
0n 5/2001 additional information was received from the user facility which indicated that the IV tubing separated somewhere in the middle of the set causing an unknown amount of blood loss. At this time it was determined this incident was an medical device reportable event.